Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was confirmed: the image was noisy. When the camera cable was replaced, the device functioned as expected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed the following relevant warnings provided to prevent cable damage: "never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged. Do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." The investigation determined the image issue was caused by a communication failure due to a faulty cable. The root cause of the faulty cable was not established. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the camera head was being prepared for use prior to procedure and the device showed no image. The customer reported the procedure was completed with another camera. No adverse effects to patient reported.